Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) indicated the patient had major withdrawal symptoms in (B)(6) 2022. It was reported the pump was located in the back of the patient's shoulder. The diagnostics/troubleshooting was the patient was still in severe pain and had a CT scan and there were no major changes. It was reported they injected with medication but the new medication still did not help. The actions/interventions taken to resolve the event included a pump check, basic metabolic panel (bmp), checked l-CT and a catheter dye study. It was confirmed the event was not resolved so they will try a new pump. The patient's weight was 270 pounds at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the hospital with some minor withdrawal symptoms. The patient had the impression that their pump was not functioning properly since yesterday since the patient experienced less effective therapy. No alarm sounded and the patient also indicated that they did not hear any alarms. The patient only had a radiology scan yesterday. It was asked if the patient also had an MRI scan, however as far as they knew and could see in the records, no MRI scan was performed. The hcp placed a stethoscope over the pump and it seemed that they heard the pump tick/click. A company representative was requested to interrogate the pump, to check the programmed settings and if something was seen in the logs.